Event description:
It was reported that the patient presented in clinic following magnetic resonance imaging (MRI). Upon interrogation it was found that the patient's implantable cardioverter defibrillator inappropriately went into backup operation. It was noted that MRI settings were not programmed on. High voltage therapies were turned off due to back-up. Programming changes were made. There were no patient consequences.